Event description:
I have stayed ill since I had a tubal with filshie clips in 2013. Something needs to be done to stop using these clips and get them out of women who have them. FDA safety report ID# (B)(4).